Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than novolog/novorapid (novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulinlispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 400-600 mg/dl with moderate ketones that resulted in emergency room (ER) intervention. Customer was given fluids at the ER to address high bg. Reportedly, the cartridge was leaking from an unspecified point and customer had been using off-label insulin. Tandem technical support provided off-label messaging, which customer acknowledged. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.